Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient decided to remove the sensor due to discomfort. A few hours later, the patient developed a significant skin rash at the application site, suggestive of an allergic reaction including inflammation/swelling, blisters covering an unknown skin area. She sought medical attention at a nearby healthcare facility, where she was evaluated and treated for skin reaction. Based on the assessment of the allergy test, the skin test result was identified as a skin rash. The physician prescribed medications including a triple antibiotic ointment which she applied every 8 hours daily, and acetaminophen (tylenol) 500 mg as needed for pain. Following treatment, no additional symptoms were reported, and the patient was discharged on the same day. She was advised to continue using the topical ointment until the rash resolves. The patient was in good condition at the time of report. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.